Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion with a >90 degrees bend was located in the severely tortuous and severely calcified right coronary artery. Pre-dilatation was performed resulting in a 50% residual stenosis. A 2.25 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, during insertion, the distal part of the stent got lifted. The procedure was completed with a non-boston scientific stent. No patient complications nor injuries were reported.